Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that there was a por (power on reset) error code. The patient reported that she was trying to use patient programmer (pp) and was getting an odd message since the night prior to the report. The patient reported that a manufacturer¿s representative (rep) showed her how to use the pp on the day prior to the report. The patient reported that she had an ins replacement on the day prior to the report due to normal battery depletion. The patient reported that she was unable to get to her healthcare professional¿s (hcp) office on the day of the report. Additional information was received from the hcp and it was reported that the patient could not get the pp to turn device on over the phone. The hcp reported that the rep managed starting the device in the office without difficulty. The hcp reported that the patient was not pushing down hard enough on pad to skin. The hcp reported that the por error code had been resolved. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.